Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, they have a capsule that failed to attach as it came apart during placement. No harm was caused to the patient and a repeat procedure was not performed. There was no intervention required and nothing unusual about patient or procedure itself. An endoscopy had been performed prior to bravo procedure and the esophagus appeared to be normal.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach to the patient esophagus. One bravo ph capsule and delivery device was received for investigation. The capsule was not attached to the delivery device. Visual inspection did reveal damage. The guide wire was bent. The capsule trocar was deployed and appeared normal. The plunger was fully released. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion reveals the most probably root cause was user mishandling. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. Based on review of the complaint file, device performance, and review of trend data, there is no trend identified. No action is deemed necessary at this time. Trending and device performance will continue to be monitored.